Event description:
(B)(4). I had essure places in (B)(6) 2014, in the hospital under anesthesia. When I awoke, I was in terrible pain in my abdomen. They gave me a prescription for a pain killer and sent me home. The pain in my lower abdomen has never gone away. A month after the essure procedure, I was taken by ambulance to the ER for sever abdominal pain and diarrhea. The ER doctors ran several tests, including blood, fecal, x-ray and CT scans. They referred me to a gastroenterologist. I saw a gastro doctor who did a colonoscopy, endoscopy and several rounds of xrays (with dye). They determined I had contracted a cdiff infection, but we're unable to locate how I contracted the infection. I had not previously been on an antibiotic and to get such an infection an antibiotic must kill off a certain bacteria to allow for the bad bacteria to flurish. My periods have gotten longer by 3-4 days or more, I have debilitating cramps, I bleed very heavily with big clots and I usually get 2-3 periods a month now. My cycle use to be normal, on time every month and only last 3 days. I can't have sex with my husband because the pain in my abdomen is excruciating when we try to have sex. I am bloated all the time, painfully sometimes. I look like I'm 5-9 months pregnant, depending on the day. I get headaches now, whereas I rarely ever got headaches before. I am having dental issues, I had never had, so much as a cavity in my life before essure. When I went for my hsg my gyno doctor, who also placed the essure, said that the devices were placed correctly and I was 100% blocked in my ovaries. According to the essure manual, the devices inside me are not correctly placed. I was a healthy woman before essure, my over all health has declined drastically since (B)(6) 2014.